Event description:
It was reported by the customer that the insulin pump was alarming failed battery test. Customer stated they are treating with manual injections and that they attempted to replace with new batteries but that it did not resolve the problem. During troubleshooting, customer was asked if the device showed physical damage and customer stated it does not. Next, customer was asked if the battery compartment appeared damaged. Customer stated it does not. Afterwards, customer was advised to clean battery cap with cotton swab and reinsert batteries. Customer stated display returned. Advised customer device is functioning properly and to monitor. Customer's blood glucose level was 320 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery, off no power alarms, or failed battery test alarm noted. Insulin pump passed off no power test, self test, error test, displacement test, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. However, insulin pump was unable to prime during prime test due to faulty force sensor. Insulin pump was unable to complete functional test due to prime anomaly. Insulin pump received with minor scratches on lcd window, cracked reservoir tube window corners, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.